Manufacturer narrative:
Device evaluated by MFR.? It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-05384, MDR ID #2134265-2013-05388. It was reported that during a coronary stenting treatment procedure, dissection occurred and subsequent to the procedure the patient expired. The chronic total occlusion (cto) target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca) with 100% stenosis. The atlantis sr pro intravascular ultrasound (ivus) coronary catheter was used for pre-stenting. A 2.50mm x 38mm promus element plus stent was implanted on proximal rca; the % residual stenosis was about 30%. After dilation of the distal rca with a 1.50mm x 20mm maverick balloon catheter several times, a dissection occurred. The promus element plus stent delivery system (sds), a balloon catheter and atlantis sr pro ivus catheter was withdrawn without any resistance and the procedure was completed. The patient complained of pain during the procedure but was relaxed after the procedure. The dissection did not resolve but it was progressed. The patient expired few hours after the procedure completion. In the opinion of the physician, the cause of death was dissection.